Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the lead insertion site. Patient was prescribed oral antibiotics. Patient is to follow-up with physician as the next course of action.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
The system was explanted due to infection at ipg site. It is confirmed by a manufacturing representative that the ipg was not an abbott device.

Manufacturer narrative:
A patient had an infection was reported to abbott. It was determined by the rep that the infection was at the ipg site of the boston scientific ipg. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.